Manufacturer narrative:
Alleged failure: after drilling and tapping with omega instrumentation, the eyelet was inserted, and when the screw was hovering over the pilot hole, the surgeon was tensioning sutures, and cleating them in the driver handle. The surgeon and fellow both described putting no downward pressure on the driver, but the screw broke at its midsection without even an attempt to advance screw. A new omega screw was opened and placed successfully. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, leveraging of the screw against the bone, or inadequate assessment of bone quality, pilot hole not prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. The broken anchor did not come off of the inserter and no pieces were left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. The broken anchor did not come off of the inserter and no pieces were left in the patient.